Event description:
Patient has had success in the past with baclofen pump therapy, but has recently had a loss of efficacy. Patient suffered withdrawal symptoms when the rate was reduced by 30%. There is indication that there is accumulation of fluid in subcutaneous tissues and this likely is baclofen.